Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken tubing guide arm on bezel, and damaged bottom rear case. Replaced broken ail sensor right side, and corroded right, left iui. Lvp lifted keypad recall completed. Based on the findings, service determined that the probable cause of the reported issue was due to damaged m2 tube guide of the lvp mech assy 8100 m2. A review of the device history record showed the device had a manufacture date of 14mar2019 the review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the IV tube alignment, the door backside, and the door and bezel needed replaced. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the IV tube alignment, the door backside, and the door and bezel needed replaced. There was no patient involvement.